Event description:
The clinical trial patient (B)(6) experienced intraoperative vascular injury during the surgery, which was treated with therapy. This was reported as not related to the study device.

Manufacturer narrative:
The sevice is implanted, and the root cause of this issue lies with the user. Based on the information available, no corrective or preventive actions will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Manufacturer narrative:
Additional information h6, h11. Correction: g1. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The internal complaint number is (B)(4).